Event description:
It was reported that a "pump failure" occurred. The customer declined troubleshooting with tandem technical support, therefore no additional information could be gathered. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.